Manufacturer narrative:
(B)(6). Section h3: the device was not returned for evaluation. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while attempting applying the ring they had a suction loss not during laser fire that occurred twice using the patient interface. The ring was reapplied and suction was lost during the flap creation. No patient injury and/or complications were reported. No additional information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on jul 12, 2024 section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product was performed and the result was found within specifications. Functionality test was performed, and the result was found within specifications. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.